Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported at least three patients developed ¿an unusual inflammatory response¿ during unspecified thyroid and parathyroid surgical procedures with perclot. Furthermore, between post operative day two and four each patient developed ¿redness around the incision¿ which required unspecified ¿allergy medication¿ to treat the ¿potential allergic reactions.¿ no further information was available at the time of this report.